Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the continued to have issues where they get up to pee all the time. They saw managing physician yesterday who asked them if they are keeping the "device" on and patient wanted to know if they were meant to keep the programmer or communicator powered on. Reviewed the external devices do not need to be powered on for therapy to work, however the implanted device does need to be on. Patient then shared that they have been turning therapy off after making adjustments to their settings, not realizing this was turning stimulation off. Reviewed general programmer use with patient and how to keep therapy on, exit application, and power external devices off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were going to the bathroom too much again. The patient stated they'd noticed an improvement in their symptoms (improvement in "my flow") but the last 2 days, they felt like they should have increased the stimulation because they were "going too much" again. Patient services walked the patient through connecting to their settings and the patient was at .2 ma. Patient said "how is it at .2 ma when it was at 4.0 ma before?" Patient denied that they'd changed anything on the handset when patient services asked if they or a doctor had possibly switched programs or had been looking at their setting recently. Patient was unable to say why it was at .2 ma. Patient services reviewed with the patient that the ins was not expected to switch settings on it's own. The patient was able to successfully increase their stimulation up to 1.6 ma, a level where they felt it comfortably in their bike seat region. The external devices were functioning as intended. The patient is going to monitor their symptoms now that a change had been made. Patient services also reviewed programming and ins battery longevity considerations with the patient.